Manufacturer narrative:
The customer returned the glidescope avl video monitor and a glidescope avl video baton 3-4 to verathon for evaluation. The technical service representative isolated the issue to the returned video baton, when the video baton cable was manipulated near the handle the image would cut out. The returned video monitor was tested, the image produced was stable and clear with good color rendition. The video monitor was returned to the customer. As there are no repairs available the video baton was returned to the customer as-is, with a letter stating the video baton should be discarded. Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on 03/09/2013 and the one (1) year warranty period has expired. It is likely that the age of the device, four (4) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor and glidescope avl video baton 3-4, the video monitor displayed no image. Reportedly the video monitor initially displayed static and then cut out. The customer did not have a second video baton and could not isolate the issue to the video monitor or the video baton. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.